Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezg0197 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation.

Event description:
On 12/03/2015 - it was reported that a nurse went to place PICC on (B)(6) 2015, and stated that there was obstruction at the subclavian and they could not pass the catheter. Nurse reported that the catheter was removed entirely. Nurse stated that the next day an x-ray was taken, later it was identified that there was a foreign body like a broken 3cg wire, but it wasn't noted. When patient went to interventional radiology five days later for a tunneled catheter placement the alleged foreign body was noted in the right shoulder area. It was reported that x-rays were compared and there has been no movement in five days. Nurse alleged it is an intravascular foreign body. At this point the there will be no intervention to remove it.